Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed failed battery test. The customer stated that she changed the battery in the pump and received an alarm. The customer's blood glucose was 161mg/dl. The customer was advised the pump will need to be replaced and revert to back up plan.

Manufacturer narrative:
The pump was received with currents within specification. No unexpected failed battery test alarms were noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners and a cracked reservoir tube lip.